Manufacturer narrative:
The customer reported that the central nurse's station showed a blue screen. Nihon kohden technical support had the customer restart the cns and that resolved the reported issue.

Event description:
The customer reported that the central nurse's station showed a blue screen.